Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that after six days of intra-aortic balloon (iab) therapy, the waveform had a lot of artifacts and the timing was off. It was also noted that the console had generated a check iab catheter alarm twice. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Troubleshooting began with flushing the central lumen for 15 seconds. After this, the waveform had improved and the timing was correct. There were sharp vs with inflate/ deflate and there was afterload reduction. The mean arterial pressure (map) was in the 80s and augmentation was higher than systole. The iab pressure waveform did not have the "chair-like" appearance and was flattened at top. The status bar displayed full inflation, and augmentation control was at max. The getinge representative advised that there was likely a kink within the patient and to consider a chest film to confirm placement. There was no blood in the helium tubing. The customer stated they would order the x-ray and call back with any further questions. The console was pumping alarm-free at this point. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field - device available for eval? Changed from yes to no. Complaint record ID#: (B)(4).

Event description:
N/a.